Manufacturer narrative:
One unit was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and two similar complaints were found from this customer for this lot number.

Manufacturer narrative:
One device was returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
A foreign object was found inside the fluid path of the tubing on the non-sterile hemostasis valve. This was found during the distributor's incoming inspection. The device was not sent to a user facility.